Event description:
Pt undergoing thoracentesis and tip of the catheter broke off in chest. The catheter broke off approx 12mm from the distal end of the introducer needle. Catheter type 7" long with needle 14ga x 2. No injury to pt.